Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, after a long case and multiple basket and flower maneuvers, the catheter presented spline bunching. After this the wire could not advance out the catheter. After removal it was noticed the piece where the wire comes out was bend and not allowing wire to come out the end of catheter. Tissue was seen at the tip of the device. The catheter was replaced and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.